Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2011 to move the stimulator placement from the abdominal wall to a subpectoral pocket. The stimulator was removed easily and leads were disconnected. A subpectoral pocket was created and the leads were lead up to the new site and reattached. The stimulator was returned to the pocket, turned on, and previous settings were restored. The pocket was closed and the patient was brought to recovery in stable and satisfactory condition. The patient recovered with no sequela.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product typ lead, product ID 435135, serial# (B)(4), implanted: 2008-(B)(6), product typ lead. (B)(4).